Event description:
It was reported that the patient underwent an initial uni knee arthroplasty and subsequently, a revision surgery was performed due to a fracture of the femoral component without adequate trauma. Due diligence is in progress for this complaint; to date n,o additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - medical devices: oxf uni tib tray sz c lm PMA; item# 154722; lot# 6376624, oxf anat brg lt md size 3 PMA; item# 159547; lot# 6432887. G2 - foreign: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Medical records were provided and reviewed by a health care professional. The review identified fracture of the femoral component without adequate trauma. All implants excised and replaced with components for a total knee arthroplasty without complications. X-ray confirmed correct implant positioning with no indication of fracture, dislocation or loosening. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following section was corrected: d4. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.